Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. Diagnostic testing/troubleshooting was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2008. The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.